Manufacturer narrative:
The customer was advised to reset and charge the battery for 24 hours. On (B)(6) 2017, the customer reported that the reset solved the battery charging issue, but alleged that the pump was still producing low suction, despite purchasing new parts. The pump was replaced for the customer. On (B)(6) 2017, a medela clinician followed up with the customer and she stated that her new pump was working well and she was having no symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the battery for her freestyle breast pump would not hold a charge and the low power caused mastitis, for which she has seen a healthcare professional and has been prescribed an antibiotic and advised to use warm compresses.